Event description:
Cadd pump alarmed that epidural cartridge reservoir volume 0cc. Went to change epidural cartridge and cartridge that was in place was full - pulled back 100cc out of it. Looked in medication administration report (mar) and that same cartridge was hung at 0101 - demonstrating that none of drug in cartridge was administered to patient. Pump had not alarmed occlusion nor was there any visible occlusion in epidural tubing during infusion. The patient had been reporting decreasing sensation throughout shift but consistently rated pain at tolerable level. (B)(6) at bedside to evaluate patient. Anesthesia on call - md - doesn't believe that it was the pump that malfunctioned...she believed it was the cartridge. However, the cartridge was wasted by the rn and charge rn prior to (B)(6) coming to assess patient / block / cadd. Rn had hung a new cartridge when it started and after the bolus it was working fine. The block was re-established. Anesthesia told her that it is fine to not replace cadd because she thought it was the cartridge, since the block was re-established we don't need to replace it. Of note: the patient refused his epidural since yesterday pm. Rn reported the patient stated..."he rather deal with the pain than inability to move his legs." There was no injury to the patient. The cartridge was not saved.